Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Visual examination of the returned product/provided pictures identified the batteries had leaked inside the pack, leaving debris throughout the device package. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the pulsavac kit was opened and the battery pack had been compromised and there was a good amount of debris in the box on the device. No patient involvement, no delay in surgery, no further information available. No adverse events were reported as a result of this malfunction.